Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was inoperable. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device by philips brazil the machine flow sensor was found to be dirty. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.